Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a right coronary artery (rca). A 20 x 3.00 promus elite mr stent was deployed at the proximal segment of the rca. Following deployment, a type e proximal edge dissection was noted. A 8 x 3.00 promus elite mr stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event, and the patient was reported to be fully recovered and stable.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a right coronary artery (rca). A 20 x 3.00 promus elite mr stent was deployed at the proximal segment of the rca. Following deployment, a type e proximal edge dissection was noted. A 8 x 3.00 promus elite mr stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event, and the patient was reported to be fully recovered and stable. It was further reported that the 80% stenosed target lesion was located in the rca. The lesion was predilated with a 2.50 x 9 semi compliant (sc) balloon. No other devices were used to help deliver the stent at the lesion site. There were no issues with deployment. The balloon inflated and the stent fully deployed. The dissection was visible post stent deployment. No further patient complications were reported in relation to this event.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).